Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported single leaflet device attachment appears to be related to patient morphology/pathology (prolapsed posterior leaflet and flailed scallop). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) of the first clip. It was reported that this was a mitraclip procedure to treat grade 3 to 4 functional mitral regurgitation (mr). After deployment of the first mitraclip, the clip was only attached to the posterior mitral valve leaflet. A second mitraclip used to stabilize the slda clip. It was implanted lateral to the first clip with good effect. Mr was reduced to grade 1 to 2. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.